Manufacturer narrative:
On (B)(6) 2015 11:48 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was malfunctioning. The harvester removed the tool and noticed the heating element had separated from the jaws of the device. A replacement device was used to complete the procedure. The case was delayed for about a minute. The hospital did not report any patient effects.

Manufacturer narrative:
02/03/2016 02:09 pm (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failure mode has been investigated in our CAPA system. (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history.